Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 150 mg/dl. Customer was advised to disconnect from the pump. Caller stated that the pump was exposed to a high magnetic field. Customer is in the rewind process and unable to check the alarm history. Caller stated that they are able to rewind the pump. Caller stated that the alarm has not occurred more than once in the last 30 days. Caller stated that the alarm occurred during basal delivery. The pump passed displacement test and self test. The motor error alarm did not occur during rewind. Caller was advised that the alarm may have been related to a site issue. Caller was advised to change out the entire infusion set. Caller was advised to monitor the pump. Caller also mentioned that the customer's blood glucose was 443 mg/dl, so the pump may not be delivering insulin.